Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 540 mg/dl. Customer stated that she will probably change out the infusion set. Customer was advised to replace the set and the sensor. Customer was advised that the transmitter was fully charged.